Manufacturer narrative:
A return material authorization (RMA) has been issued and intuitive surgical, inc. (Isi) has requested to have the sureform 45 stapler instrument be returned for evaluation; however, the product has not yet been received as of the date of this report. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received. A review of the instrument log for the sureform 45 stapler instrument (part #480545-04 / lot/serial #t90220404 (B)(4)) associated with this event has been performed. Per this review of the logs, the sureform 45 stapler instrument was last used on (B)(6) 2022 via system serial # (B)(4). There were 6 uses remaining after this last usage. A review of the rfe procedure log showed the site performed this pulmonary lobectomy surgical procedure on (B)(6) 2022 via system serial #(B)(4). A review of the stapler log for the sureform 45 stapler instrument associated with this event has been performed by an intuitive surgical, inc. (Isi) failure analysis engineer. The following additional information was provided: logs show part #480545-04, lot #t90220404-(B)(4) was installed on usm 4, 6x and fired 6 reloads (2 blue, followed by 4 white). Per the logs, all clamps and unclamps were completed successfully. For installs 1-5, firings were completed with no pauses for compression. On the 6th install, there was a firing failure that failed at ~65% completion, after a duration of ~15 seconds. The instrument was not used again for this procedure. There were no stapler related errors in the msc logs. This complaint is considered a reportable event due to the following conclusion: it was reported that the surgical procedure was delayed by greater than 30 minutes. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. If additional information becomes available a supplemental MDR will be submitted.

Event description:
It was reported that during a da vinci- assisted pulmonary lobectomy surgical procedure, the sureform 45 stapler instrument was working normally, then a "pausing for compression, tissue too thick to continue" message displayed. The instrument stopped working when using the white reload on the 6th fire. The customer removed the instrument to check and found that the blade was buried in the middle. It was confirmed that the instrument tip was washed and used for each fire. At the time of firing on the target blood vessel (a3), the instrument stopped at 27mm. One staple was applied to a3, but no tissue or others were caught up to a point of 27mm. There appeared to be no obstructive tissue. It was unknown if a fragment fell into the patient. The procedure was delayed for greater than 30 minutes. The procedure was completed with a third-party product. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument and reload were inspected prior to use with no abnormality. This event involved a partial fire. The stapler stopped in the middle of firing when resecting the a3 vessel. The customer elected the white (2.5mm) reload because it was the most appropriate for the superior lobar artery (a3 vessel of pulmonary artery) from the past experience. The target tissue was not calcified nor exposed to any radiation or chemotherapy prior to the procedure. There was no tissue tension nor bunching. No bleeding was observed on the staple line due to the stapler issue. In addition, the surgeon did not encounter any obstructions between the instrument jaws and did not fire over an existing staple line. Buttress material was not used. The surgeon did not experience any clamping issues prior to firing the stapler reload. The customer confirmed that no fragment fell inside of the patient. The procedure was delayed for more than 30 minutes but there were no intra or post operative complications identified due to this delay. The patient had no injury/harm. Information regarding relevant testing, and medical history were requested however, the reporter was not able to provide that information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The sureform 45 stapler instrument was analyzed and found to have a firing failure(s) based on log review but was not replicated during in-house testing. Failure analysis investigations confirmed but did not replicate the customer reported complaint. Failure analysis found the primary failure of firing failure to be related to the customer reported complaint. Dsp showed the instrument failed to fire on the 6th fire with a white sureform instrument 45 reload. The firing failure was not captured on msc logs at this time. The stapler instrument was tested in-house, and the instrument initialized, clamped, fired, an unclamped without any issues. The instrument moved intuitively with a full range of motion in all directions. The grips opened and closed properly. The instrument was retested and passed on both attempts and errors appeared during testing. Visual inspection was performed, and no damage was found. The root cause is not determinable/applicable. Partial fire log review details included procedure was pulmonary lobectomy, partial fires (pf) completion percentage was 65.7%, the number partial fires in procedure was 1 with the white reload. Firing number of pf by instrument in procedure was 6th, overall firing number of pf in procedure was 6th, and clamp history of instrument in procedure with pf was 6 completed clamps out of total attempts. Additional observation not reported by site was that the instrument was found to have binding between the main bushing and roll gear. The instrument shaft was manually rotated, and friction was observed. Based on investigations, the roll bushing is out of spec (ID too small), which likely causes increased roll friction. No engagement failures were observed. The root cause of this failure is typically attributed to manufacturing/supplier. Isi has received the reload associated with this complaint and completed investigations. Failure analysis investigations confirmed the customer reported complaint. Failure analysis found the primary failure of firing failure to be related to the customer reported complaint. The reload was found to have a firing failure based on in-house inspection. The knife was found lodged within the midsection of the reload. The reload was disassembled in-house and no blade damage was observed. Please note the shuttle was broken off in-house during blade removal. A review of logs were unavailable at this time. The root cause of firing failure is not determinable/applicable. Additional observation related to the customer reported complaint: upon reload disassembly, the reload was found to have cartridge damage caused by the lodged knife. No missing material was observed. The root cause of cartridge damage is typically attributed to mishandling/misuse. The accessory was found to have a bent shuttle. The root cause is attributed to mishandling/misuse. The complaint regarding firing issue was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
A review of the provided procedure video was performed by an intuitive surgical, inc. (Isi) clinical development engineer. The following additional information was provided: it was confirmed that around 1:18 there is a ¿tissue too thick¿ message. At 6:35, the instrument unclamped and at around 6:37, the message indicated that the blade may be exposed. At 8:18, there was some partially fired stapes. It is possible that the staples were not formed fully because the instrument could not achieve a full clamp. Just from looking at this video, it was hard to determine why the instrument prompted a ¿tissue too thick¿ message and was not able achieve a full clamp. The choice of white reload for a vessel of the size in the video seems appropriate.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on a review of the video of the procedure, the root cause of the damage to the reload has been changed to component failure. Video of the procedure was viewed via email and showed no obvious obstruction within the jaws of the stapler during firing. While damage is consistent with an unknown force hitting the reload from above, pushing the knife downwards, and into the inner walls of the cartridge, the video provides sufficient evidence that the unknown force does not appear to be mishandling/misuse. Cause of the high load detected during firing and subsequent damage caused to the reload and components, is more likely related to a component failure.